Event description:
The following description of the event was documented, by a cardinal health tech support specialist, in response to a phone conversation with a user facility rep. "Spoke to [name remove], and he stated that the 45 second alarm silence button keeps "sticking". He said it's definitely something wrong mechanically with the button. He needs a new alarm display board. He has a parts contract but, it's still in the quote status. He already spoke to [name removed] regarding this earlier. I looked at the notes in the contract number, and they state that his boss called, and asked for the contract quote to be faxed to her. I explained to him that when the contract is in active status, I can put the order in. He understood."

Manufacturer narrative:
The following info concerning the eval of the device, is a summary of the info documented by, the cardinal health tech support specialist, in response to a phone conversation with the user facility. The cardinal health tech support specialist, in conjunction with the user facility, identified a faulty alarm display board (p/n 766507), as the most likely root cause of the reported alarm silence button sticking. A replacement alarm display board (p/n 766507), was shipped to the user facility to repair the device and return back into service. The following info concerning the eval of the device is a summary of the info documented by the cardinal health failure analysis lab tech. The cardinal health failure analysis lab technician ran the alarm display board for 72 hours on the appropriate test fixture, but was not able to reproduce the reported failure, thus was not able to identify a root cause in this alleged event. At this time, no component and symptom trend has been identified, and this event is considered to be an isolated incident.